Manufacturer narrative:
Software is installed at the facility. Reports received from the same facility: 2518897-2018-00044_endoproiq_patient risk, 2518897-2018-00045_endoproiq_patient risk, 2518897-2018-00046_endoproiq_patient risk, 2518897-2018-00047_endoproiq_patient risk, 2518897-2018-00048_endoproiq_patient risk, 2518897-2018-00049_endoproiq_patient risk.

Event description:
Pentax medical was made aware of an event that occurred in (B)(6) where endoscopist mcr and physician names are loaded incorrectly within the report, involving pentax medical software endopro iq. If the report is not being displayed correctly, physicians could potentially have a hard time locating records in the system and this may have adverse effects in terms of clinical decision making manual verification confirmed 40 impacted cases. Manual verification is ongoing at this time. No adverse events have been reported to have occurred with any patients. Pentax medical (B)(4) submitted a medical device adverse event reporting form to the health sciences authority (hsa). Pentax medical (B)(4), the manufacturer, and customer it support team are currently investigating this reported event.